Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous left circumflex artery. The maverick 2 12x2.0mm balloon catheter ruptured at 6 atms on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous left circumflex artery. The maverick 2 12x2.0mm balloon catheter ruptured at 6 atms on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 balloon catheter was received. There was blood in the balloon and the wire lumen of the catheter. Magnified inspection revealed no damage to the catheter. An inflation device filled with water was used to pressurize the balloon to nominal pressure. The catheter was inflated to nominal pressure for five minutes and maintained constant pressure. There were no leaks, balloon damage or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).